Event description:
It was reported that the surgeon used the unit to successfully puncture the ureterocele. It was further reported that tiny metallic pieces appeared in the bladder. The bladder was drained and multiple pieces were evacuated. It was further reported by the surgeon that there was no injury to the pt and that any remaining pieces would be passed by the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.